Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse observed the fluidics line was full of air and the rinse pump was no longer working. The fse replaced the rinse pump, p/n: (B)(4) to resolve the issue. The fse reran controls and the controls passed.bec internal identifier for this report is (B)(4).

Event description:
The customer reported multiple analyte control failure for ca and cb quality controls. The customer was getting false negative and false positive control results. There were no erroneous results generated or reported out of the lab.